Manufacturer narrative:
The investigation determined that results from two patient samples processed on the engen laboratory automation system were mis-associated with incorrect sids. The engen system correctly identified the issue by generating a cross check failure message, as designed. The assignable cause of the event is user error. After the tubes for sample a and sample c were placed into the centrifuge module load rack, an improper reboot of the system was performed which stopped the centrifuge module but the customer did not remove all samples prior to restarting the centrifuge module as instructed in the user documentation. Additionally, the operator started the centrifuge module and released the module lock but did not remove all samples prior to releasing the module lock as instructed in user documentation. Finally, the customer was alerted to the mis-associated sid issues by cross check failure messages generated by the engen laboratory automation system but did not follow appropriate instructions in the tcautomation operator manual to perform repeat testing. There was no evidence that a vitros instrument related issue contributed to the event.

Event description:
A customer reported that a test result from two different patient samples processed on the engen laboratory automation system were mis-associated with the sample identification number (sid) of a different patients. Mis-associated patient results may lead to inappropriate physician action. The mis-associated sample results for the patient samples were reported from the laboratory. After the repeat testing was complete, corrected reports were issued. There is no allegation of patient harm as a result of this event. The engen laboratory automation system correctly identified the sid mismatches by posting cross check failure messages, as designed. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).